Manufacturer narrative:
Method: a review of the manufacturing records for the device has been conducted. Results: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Additional devices related to this event include: tgt2810/(B)(4).

Event description:
On (B)(6) 2009, the pt underwent treatment for repair of a previously implanted stent graft (manufacturer unk) that was implanted to treat a thoracic aortic aneurysm. The pt's aneurysm had enlarged and the unk stent graft appeared to have melded with the pt's lung. The pt was implanted with gore tag thoracic endoprosthesis. The pt tolerated the procedure. On (B)(6) 2010, the pt underwent a reintervention for enlargement and spreading of the aneurysm. The aorta was aneurysmal both proximally and distal to the previous implanted tag devices. Two additional gore tag thoracic endoprosthesis were placed to extend exclusion of the aneurysm. The pt tolerated the procedure. The amount of aneurysm enlargement is unk, there is no evidence of an endoleak.